Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion with an infusion set on (B)(6) 2024. Blockage was in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.